Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received from the health care professional indicating that the patient's family stated that the patient had baclofen overdose in the past because of change to flex dosing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a physician via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 452.5mcg/day. The indication for use was head/brain injury and intractable spasticity. Earlier in the day of (B)(6) 2015, the patient was in an environment of higher elevation. The patient was later found unresponsive and was brought to the emergency room. The physician suspected the patient was getting too much medication. The pump had been programmed to flex dosing mode with 30mcg boluses every four hours for 30 minute durations. The managing physician made a recommendation to the emergency room physician to program the pump to simple continuous mode with the same daily dose of 452.5mcg/day. The basal rate was 13mcg/hour and with the new programming would be 18.8mcg/day. Information was later received from the physician's office indicating that the pump delivered lioresal intrathecal (lot # ds0079a), and the start date was (B)(6) 2015 and was an ongoing treatment. The patient was also taking mirilax, clonidine, periactin, ritalin, modafinil, singular, and zyrtec at the time of the event. The patient had a history of a severe traumatic brain injury with mixed tone quadriplegia. The patient had no known drug allergies. It had been reported that the patient was intubated and then transferred/flown to a different hospital where a company representative was present and the dosing regimen was changed from flex dosing to simple continuous mode. The patient then returned to baseline. The healthcare provider (hcp) told the company representative that the catheter tip had been at c1 but now there were noticing that things were not working as well and that the therapy was not working the same as before. The hcp performed diagnostic imaging to see if there were any issues and it was noted that the catheter had moved to around t1, which was confirmed via x-ray. Following the x-ray, the hcp programmed the pump to flex dosing to include some boluses. The hcp reduced the total daily dose at that time by 14%. The patient did great for 3 weeks. The patient's family then went on vacation to a location of about 6000 feet. The drive took 12 hours and the next morning the patient was obtunded and could not be woken up. The patient was brought to the hospital and was intubated. At that time the hcp and the company representative programed the pump from flex dosing to simple continuous dosing. On (B)(6) 2015 the representative went to the office to assist the chp with performing a spiral computed tomography (CT) dye study. The catheter was aspirated just fine. The preliminary showed the catheter tip to have been subarachnoid and they did not identify any issues at that time related to the catheter. The hcp was to have the CT images reviewed by another doctor to see if all of the medication was being delivered intrathecally. The hcp did not check the pump reservoir volumes. The current pump dose was lioresal 2000mcg/ml at 451.8mcg/day in simple continuous mode. Patient outcome was unavailable at the time of the report.